Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unk lot. Unknown, tibial component, unk lot. G2: foreign - event occurred in australia. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, they had a revision with exchange of the articular surface due to instability, approximately 12 years and 4 months post-implantation. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.